Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported thumb advancement issue was confirmed based on the returned device condition. The investigation was unable to determine a conclusive cause for the reported thumb advancement issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the starclose electronic instructions for use states: do not advance or withdraw the starclose vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Against resistance. This code is used to address continuing to advance the thumb advancer against resistance. Per the instructions for use,(IFU): if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic coronary angiogram. Reportedly, it was unusually difficult to split the last half of the starclose se sheath. The starclose se clip was deployed and hemostasis was achieved. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The operator is reportedly trained in the use of the starclose se device. No additional information was provided.